Event description:
It was reported that (1) ax55b was used during an procedure. It was reported by the rep that the staples were not formed correctly and misfired. The case was finished with a different stapler. There was no consequence to patient.